Manufacturer narrative:
The explanted lens has not returned. If the sample becomes available the file will be reopened and updated. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that a qualified cartridge and a non-qualified viscoelastic were used. The handpiece information was not provided. The root cause may be unrelated to the lens and related to patient. The completed questionnaire indicated that in the surgeon's opinion for what caused the event: patient unable to adapt to lens. Information indicated that even with the lri performed her vision was only slightly improved. The patient would like the lens exchanged and removed. Information was provided that the company 23.0 diopter ( 1.5 extended depth of focus) lens.lens was removed and replaced with a non-company monofocal lens (+25.00 diopter). This information that an extended depth of focus lens was exchanged for a monofocal lens would also support that the replacement lens was an improved selection for this patient's vision needs or preferences. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after intraocular lens (iol) implant procedure, the patient's vision was worse then prior to surgery. The lens was explanted and replaced with a monofocal lens 2 months after the initial procedure. The clinical reason for explant was poor distance and near vision. Additional information has been requested and received stating the patient was not seeing well at a distance or near. Limbal relaxing incisions performed but her vision was only slightly improved. The patient was still struggling with near tasks as well as computer, so the lens explant was performed. The surgeon's prognosis was good.